Event description:
Customer reports to have received a button error alarm and is not able to clear alarm. Customer's blood glucose was 93 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube, broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, a scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.